Event description:
Healthcare professional reported "malfunction when opening, just came up, and wasn't sealed¿ during prep for a procedure. Healthcare professional later reported "the pouches were included," "there was a sealing issue in that the pouch wasn't sealed properly." Device remains in original packaging and has not been used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "there was a sealing issue in that the pouch wasn't sealed properly", "sealing issue in that the pouch wasn't sealed properly", ¿malfunction when opening, just came up, and wasn't sealed¿.